Manufacturer narrative:
Continuation of medical devices: product ID 37751, serial# (B)(4), product type recharger. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 09-apr-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 09-apr-2014, UDI#: (B)(4). Device code (B)(4) applied to implantable neurostimulator (ins) device code (B)(4) applied to pli leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post-surgical neuritis. It was reported patient had ins replaced because the leads were fractured in 2013 and broke over the next 5 years. Patient mentioned about if she could throw away the old external equipment. No further complication and no symptoms were reported.